Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection of the lead revealed a rubbed through insulation at approximately 38 cm distal to the is-1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction between the lead body and a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. Further damages resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the right ventricular lead had dislodged as confirmed through fluoroscopy during device check. The lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.